Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to press button and use charger. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, guided customer through removing pump from case, placing pump into storage mode, and confirmed that customer would reprogram settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label within required time frame.